Event description:
It was reported that a patient presented remotely via merlin.net. Upon examination of the transmission, premature battery depletion was found on the patient's pacemaker. The pacemaker was explanted and replaced on (B)(6) 2022. The patient was stable throughout.